Manufacturer narrative:
(B)(4). The customer requested an event log review. The event logs and data set have not been received. A follow up report will be submitted with failure investigation results should the customer provide the data set and event logs for evaluation.

Event description:
A customer reported the pump was set to deliver an infusion over one hour and the fluid bottle was empty in 15 minutes. No pt harm or medical intervention reported. The customer did not provide any additional pt or event details.